Event description:
Pacing failure. (Unable to pace: in use.)

Manufacturer narrative:
The actual device in the incident was returned to the manufacturer to be evaluated. One used catheter sample with a considerable amount of dried blood on the tubing, electrodes, as well as balloon was returned. There was a suture on tubing near the 50 cm mark. Also the catheter came inserted in a hemostasis sheath introducer. The french size of the introducer could not be located on the hub or anywhere on the sheath. However, the inner diameter of the returned introducer sheath measured .073", indicating french size 5. The IFU supplied with this product instructs the user to use at least a one french size larger introducer than the catheter's french size. Since the catheter is a 5 french size, a 6 french introducer sheath should have been utilized. A continuity test was done on the catheter and it passed the continuity test on both electrodes. There was no breakage of continuity at either of the electrodes and there was no short circuit detected. The balloon was inflated via standard inflation syringe without any difficulty. The reported incident could not be duplicated with the return sample.